Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 28-aug-2014 which refers to a female patient (unspecified age) who had essure (fallopian tube occlusion insert) inserted and she had the following events. On (B)(6)-2014, the patient had essure (fallopian tube occlusion insert) inserted. On (B)(6)-2014 the patient experienced patient had a 2 ½ liter fluid deficit during essure insertion and therefore the patient was hospitalized, hcp was pulling the device out of the patient, and it had broken into pieces, and hcp having issues with device during insertion. The physician pull essure device out of the patient, because it had broken into pieces. All of the pieces were removed from the patient and a second device was placed successfully. The patient was admitted to the hospital overnight, due to a 2 and half liter fluid deficit, observed and released the next day. Follow-up received on 04-sep-2014: sales representative could not provide further information about the patient because all he/she heard was a conversation with in a conversation. The physician was having a conversation with the sales representative (this physician did not have any information about the patient and he was not the operating doctor) and mentioned that he was working in labor and delivery and got a call from a physician in operating room who has having difficulties with a essure patient. No further information was provided. Ptc investigation result was received on 10-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the (B)(6), the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: in this particular case, a technical defect (breakage) was reported together with usability issues. No batch number was reported. No complaint sample was provided. The technical assessment concluded "unconfirmed quality defect" (see technical assessment). No adverse events were reported at this point in time. No causal relationship between the reported defect and adverse events can be assessed as no adverse events were reported. The referred usability issue will be subject to post market surveillance monitoring. Follow-up received on 12-sep-2014: no response to follow-up attempts. Follow-up information received on 16-sep-2014: no new information. Company causality comment: this spontaneous medically confirmed case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure hcp was pulling the device out of the patient, and it had broken into pieces; patient had a 2 ½ liter fluid deficit during essure insertion and hcp having issues with device during insertion. The events hcp was pulling the device out of the patient, and it had broken into pieces, patient had a 2 ½ liter fluid deficit during essure insertion were considered serious, the first due to medical importance and the second due to hospitalization reported. The remaining event is non-serious, all the events are listed according to reference safety information for essure. This case was regarded as incident since the patient stayed in the hospital during one night. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case during insertion hcp was pulling the device out of the patient, and it had broken into pieces. She had to be hospitalized during one night due to a 2 ½ liter fluid deficit that also occurred during insertion. Therefore, a causal relationship between the reported events and essure cannot be excluded. A product technical analysis stated that the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The technical assessment concluded "unconfirmed quality defect". No further information will be requested.